Event description:
It was reported that during loan kit inspection on (B)(6) 2024, the guidewire contained sharp metal bits around its body. There is no surgeon, procedure, or patient details available. Upon manufacturer investigation, it was determined that a fragment was removed off the device. This led to the remaining metal being exposed. Nothing foreign to the device was found. The broken fragment was not returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. Part: 338.000-15 lot: 8369p89 manufacturing site: balsthal release to warehouse: 04-december-2023 a DHR evaluation was performed for the finished device article 338.000-15 lot 8369p89, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a fragment was removed off. This lead to the remaining metal being exposed. Nothing foreign to the device was found, however, the observed condition can confirm the reported event. Broken fragment was not returned. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces, most likely with other tools or hard edges. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the dhs/dcs-guidewire ø2.5 w/thread-tip w/tr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.